Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found unidentified foreign material clogged in the nozzle. Review of the DHR confirmed that the device was shipped in accordance with specifications. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): the instruction manual describes how to detect the suggested event in preparation and inspection. The instruction reprocessing manual describes how to prevent the suggested event in reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus the evis lucera elite duodenovideoscope exhibited air/water flow issues. There were no reports of patient harm or impact associated with this event. During testing and inspection of the device, the nozzle was found to be clogged with foreign matter, which had been attributed to insufficient cleaning. The customer cleaned, disinfected, and sterilized the device before it was sent to olympus. There was no delay in the start of the precleaning. It is unknown if the air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. It is unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. It is unknown if the air/ water nozzle was flushed with detergent solution.